Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
We checked the returned unit and confirmed that the air/water nozzles missing. Based on the result, we concluded that it was caused due to the excessive force applied on the air/water nozzle. In addition, we confirmed that the insertion flexible tube (ift) buckled, the insertion flexible tube (ift) leak, the remote control buttons leak, the insertion flexible tube (ift) cut, the objective lens unit scratched, the suction channel kink, and the air/water socket chipped/cut o-ring; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.